Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was grey and difficult to see. Customer¿s blood glucose level was 250 mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.